Manufacturer narrative:
Product ID: 3093-28, lot# v737612, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was ¿in excruciating pain.¿ it was noted that the patient ¿could not get rid of the pain¿ even with pain meds. Patient inquired if the implantable neurostimulator could cause the pain. Patient had been in the hospital for 4 days prior to this report. Additional information requested but had not been received as of the date of this report.